Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg pocket site. In turn, the pocket was repositioned from the abdomen to the flank on (B)(6) 2022. The physician replaced the ipg during the same procedure. Post-operatively, stimulation therapy was restored and the issue resolved.